Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The patient passed away on an unreported date. The device is reported to be available for evaluation. An event history review will be performed. Should the device be returned or additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4): the device was returned for evaluation. A review of the event history log revealed no failures or malfunctions that could have caused or contributed to the reported problem. Review of device history indicates manufacture of the device is not related to the reported issue. Review of the service history revealed no previous service events that were related to the reported issue. Ther were no issues found in the evaluation of the device that could have caused or contributed to the home patient passing away. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: a review of the device logs revealed no increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported event. Visual inspection, functional testing, electrical testing, and a simulated therapy were performed. No malfunctions were identified and the homechoice met performance specification requirements. Should additional relevant information become available, a supplemental report will be submitted.